Event description:
It was further reported that in (B)(6) 2013 baseline core lab angiography result revealed 30% side branch stenosis at 2nd diag. Post procedure angiography revealed 80% 'branch percent stenosis' in 2nd diag. Timi 2 flow in sidebranch in final cine. It was also reported that during pci, 1st diagonal was unable to be wired. After stenting there was no flow for a short period of time; however, this subsequently resolved.

Event description:
(B)(4) study. It was reported that post coronary stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2013, the subject presented with unstable angina (braunwald class: ib) and the subject was referred for cardiac catheterization. Target lesion #1 was located in the mid lad with 99% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation, placement of 3.00 x 12 mm study stent with 0% residual stenosis. Post index procedure, the subject developed myocardial infarction. Cardiac enzymes were noted to be elevated consistent with universal definition of mi (peak troponin: 0.63 g/l, uln: 0.1 g/l). No action was taken in response to the event. The subject was discharged the next day on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).